Event description:
It was reported that after catching themself from a near fall, the patient noticed a loss of stimulation and unspecified sensory changes. Impedance checks were performed resulting in readings greater than 3600. The patient was scheduled for a scs lead revision. No patient outcome was reported. A follow-up report will be submitted is additional info becomes available.